Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent thrombosis occurred. The target lesion was located in the coronary artery. A synergy¿ drug-eluting stent was advanced and implanted to treat the lesion. However, the physician noted haziness and treated the thrombus and sent the patient for recovery. After <24 hours, the patient experienced st elevation and chest pain. The patient returned to the catheter laboratory then the physician noted that the synergy¿ stent had completely thrombosed for the second time. The patient was treated and recovered. No further patient complications were reported and the patient's status was stable.